Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was confirmed to be fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: no further information was provided around the event so the plausible root cause of the reported event is not determined and/or multifactorial.

Event description:
It was reported that; an unspecified device has broken whilst implanted. The primary surgery took place around (B)(6). The rep has confirmed the revision has now taken place and that he has retrieved the device.

Event description:
It was reported that; an unspecified device has broken whilst implanted. The primary surgery took place around (B)(6). The rep has confirmed the revision has now taken place and that he has retrieved the device.